Event description:
A peritoneal dialysis (pd) patient¿s caregiver reported to fresenius technical support (ts) that the screen of the patient¿s liberty select cycler was dim during the ¿ready¿ phase despite the display brightness being set to 10. It was confirmed the screen blanking option was set to ¿off¿. They tried setting the display brightness to 9 which improved the screen visibility, but the caregiver still preferred to have the cycler replaced because it was not as bright as it was before. The ts representative advised to continue using the cycler and a replacement cycler was issued to the patient. The caregiver was also advised to notify the patient¿s pd registered nurse (pdrn) of the replacement. The caregiver confirmed the patient had continuous ambulatory peritoneal dialysis (capd)/manual supplies and was trained to perform manual pd therapy without the cycler. However, they said the patient would not be performing capd therapy. Upon follow up with a pd nurse from the patient¿s home clinic, it was confirmed the patient was able to complete treatment on the day of the reported event. The patient did not experience any adverse effects or require medical intervention. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed signs of physical damage due to the rear panel being pushed in. There were visual indications of dried fluid within the cassette area, but there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. There were no visual indications of particulates within the cassette area. Upon power up, the screen brightness check failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2025 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The screen brightness check then passed. The cycler underwent and passed a voltage verification check. An internal visual inspection of the returned cycler found evidence of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.